Manufacturer narrative:
The device was returned for evaluation and had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. No evidence was found that would result in the needle deploying early; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the needle deployed early. The pod was not worn.